Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter act diff hematology analyzer. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing proper protective equipment (ppe) consisting of gloves during this event. There was no biohazard exposure to mucous membranes or open wounds. There was no cross contamination and no impact to electrical or optical performance. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found that the baths were not being drained and were overflowing. The fse replaced pinch valves lv13, lv14 and lv15 and the leak was fixed. Pinch valve lv13 controls the pump to the waste chamber and pinch valves lv14 and lv15 control the drain for the baths. The repairs were verified per established procedures. The cause of the leak was that the baths were not draining. (B)(4).